Event description:
Took report from another nurse at 1020. Patient due for aloxi. Luer-locked syringe with aloxi into smartsite infusion set, when noted dripping that appeared to be coming from under pump. Open pump cartridge; tubing completely broke off right below pump segment. Clamped IV; changed tubing.